Event description:
A cartridge alarm 20 was reported by the caller, indicating a malfunction with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued using their current pump.